Manufacturer narrative:
Tech found the bed in bed shop. The head section will not go down with CPR lever as it is stuck. Replaced the CPR valve to resolve this issue.

Event description:
Info received that the head section will not go down with the CPR lever. No injury reported.